Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and they tried to changed the multiple batteries. The insulin pump screen would remain blank and they would have to replace the battery multiple times before the insulin pump would finally power on. Customer was unable to inspect the fully battery cap. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.